Event description:
It was reported that the battery gauge was observed to be fluctuating and depleted faster than expected, subsequently the pump shutdown. The customer experienced an elevated blood glucose (bg) level with life threatening high ketone levels. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. The customer administered a manual insulin injection to address high bg. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery, and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.